Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the buttons on the insulin pump were unresponsive and it alarmed button error. Customer's blood glucose was 240 mg/dl. Customer stated he had gone swimming but she had kept the device on the table away from the pool. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis. Troubleshooting for battery out limit was not performed due to keypad anomaly.

Manufacturer narrative:
All of the buttons functioned properly during testing however, moisture damage was found on the keypad traces during visual inspection. The device had normal operating currents; it was monitored for several days and no battery out limit alarms were noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, and scratches on the reservoir tube window.